Event description:
The customer observed cell-dyn 4000 error 1050 (aspiration probe failed to return to upper position) and stated the error occurred twice the previous week and once in the current week, the customer was sometimes able to operate the analyzer after the fault was cleared. The customer was asked to perform some checks and troubleshooting and confirmed the probe and needle were not bent, and there was no abnormal sounds or movement when the probe was zero parked. The customer did observe several short sample errors, as zero values were generated; however, there was no clog in the probe. The customer requested a field service visit. The cell-dyn vent needle was replaced and the issue was resolved. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn 4000 analyzer, list # 1h03-01, (B)(4). The cause of the cell-dyn 4000 vent needle aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn 4000 vent needles and replace with a new cell-dyn vent needle provided to the customer with the customer recall letter.